Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record was completed: the depth gauge for 2.0mm and 2.4mm screws, part number 319.006, lot number 6765303, was manufactured to the (B)(4) work order. The lot was inspected and conformed to the inspection document. There were no material review reports, non-conformance reports, or complaint-related issues with this lot. Sixteen parts were released to the warehouse on 21 september 2011. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported that a depth gauge broke during insertion to measure the screw hole on (B)(4) 2015. The broken piece was removed easily. There was a five (5) minute surgical delay. The procedure was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history record review was attempted for the subject device; however, a review could not be performed as the subject device is a lot controlled item. The manufacture date of the device is sep 21, 2011. The subject device has been received and is currently in the evaluation process. A product development investigation was performed for the subject device (part number 319.006, depth gauge for 2.0mm and 2.4mm screws, lot number 6765303). The returned depth gauge show light wear consistent with use during its 4 year lifespan. The hooked needle stem of the device is broken off at the base of the black body (the broken stem is approx. 75mm in length) and was returned. The depth gauge is part of 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide. The associated device drawings were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component (part # 319.006.03) is extra hard 316ss, which is an appropriate material for an instrument component of this type. The damage appears to be the result of rough handling/excessive force; the exact cause could not be identified. This complaint is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.